Manufacturer narrative:
All codes apply to the lead, product ID 3057. Product ID: 3057, serial# unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urgency frequency, urge incontinence. The patient was very anxious over his tape and bandage coming loose on his back. The patient asked if he could go to the ER to get it re-tape. The patient was advised to contact his physician. The patient stated that the physician was not available and he wanted to replace the tape because he didn¿t want leads to come off. The patient then stated that he will go to the ER. Later that say, the patient reported that his wires were hanging loose and the tape came off. The patient stated that he went to the hospital to get it re-taped, but they were unable to provide tape for him. The patient reported that his incision site had been hurting and he was questioning if it could be infected. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.